Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred. The remote service engineer (rse) informed the customer of the recommended repair steps to follow per the service manual. The rse also provided the customer with the part numbers of the replacement data acquisition (da) printed circuit board assembly (pcba) and solenoids. The customer had some spare solenoids and an extra da pcba and ultimately replaced the da pcba and all 4 solenoids due to bent pins to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.